Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the buttons was not responsive and they received a button error alarm and an off no power alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that they were unable to clear the alarm due to the buttons were not responsive. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
No unexpected button error alarms, off no power anomalies or sensor type alerts/anomalies noted during testing. The insulin pump communicated properly with glucose sensor simulator and the minilink transmitter. The insulin pump passed displacement test and off no power test. The operating currents are within specification. The insulin pump had an intermittent button response on the esc button due to moisture damage on keypad traces noted. The insulin pump had cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.